Event description:
The customer reported that the device's nav-ring was not functioning. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the nav-ring was not functioning. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A service engineer replaced the front bezel to resolve the issue. The service engineer performed all testing, and the device passed.